Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a bilateral alveolar mandible. The surgery occurred without interruption and the activation distractor protocol was implemented according to synthes instruction. After 3 months, observations were made resulting in radiography control. After 3 weeks of surgery, the screws broke. The patient was impacted and needed surgical intervention to replace the implant. There was no delay. The break of the implant was during recuperation. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was not performed because no lot number was provided . Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Product development evaluation conclusion: no damage on the distractor or the bone screws could be detected. The distractor is working well. We cannot see any relation to the reported result because the device does not show any error. Date device broke is unknown.